Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the xact stent was successfully implanted in the right internal carotid artery. After post-dilatation, a dissection with pseudoaneurysm was noted. Before treating the dissection, the filter was aspirated and removed due to debris and a second filter was positioned. An rx acculink stent was successfully implanted to cover the dissection and coil embolization was performed on the pseudoaneurysm. The pt experienced a stroke with left facial droop and complete left sided paralysis. Thrombolytics were given. Intubation was attempted but, due to pt physique, was reverted to tracheotomy for mechanical ventilation. The pt was discharged to a rehabilitation facility on (B)(6)2010. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). The analysis results found that the b5lt device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, all of the trocars were leaking. The case was converted to an open due to the inability to maintain adequate flow to complete the case laparoscopically, but not with this product.